Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that four out of six cord blood cells were tested false positive with seraclone anti-s. The customer reported that testing was repeated by a second technician and yielded the correct negative reactions. The customer had neither returned the donor samples that had caused the false positive results nor the supposedly defective product. Therefore, our quality control laboratory tested the retained sample with different s positive and negative red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly. The false positive reactions were caused by a customer´s handling error. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.